Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. In addition, the device will not turn on/device not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges difficulty breathing. In addition, the device will not turn on/device not functioning. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dust/dirt, presence of keratin, occurrence of corrosion, breakage of screws and presence of liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found sixteen error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination, presence of keratin, occurrence of corrosion, breakage of screws and presence of liquid ingress in the device and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.